Event description:
It was reported that during right middle cerebral artery mca aneurysm surgery, during the deployment process, it was observed that the subject stent prematurely deployed at the proximal end of the microcatheter and failed to advance with the delivery wire. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right middle cerebral artery mca aneurysm surgery, during the deployment process, it was observed that the subject stent prematurely deployed at the proximal end of the microcatheter and failed to advance with the delivery wire. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire sdw was noted to be kinked/bent. The stent was recovered during sl-10 investigation (B)(4) and noted to be deformed. The stent introducer sheath distal tip was intact. Stent deployed prematurely during use functional test is not applicable. Confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter - a functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported after successfully advancing the microcatheter to the intended position, the surgeon, in collaboration with the assistant, proceeded to deliver the stent. However, during the deployment process, it was observed that the stent prematurely deployed at the proximal end of the microcatheter and failed to advance with the delivery wire. Consequently, the microcatheter was withdrawn, and a new microcatheter and stent were used to successfully complete the surgery. Additional information received indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The sdw was noted to be kinked/bent. The stent was recovered during microcatheter investigation and noted to be deformed. The stent introducer sheath distal tip was intact. It is probable that positioning, rotating hemostatic valve rhv tightening and/or flush conditions may not have been optimal during the attempt to transfer the atlas stent into the hub of the microcatheter, causing the stent to deform causing the subsequent friction and premature stent deployment. The as reported 'stent deployed prematurely during use' and 'nv - stent difficult/unable to advance or pullback through catheter¿ as well as the as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent' and 'stent deformed' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.